Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user called for assistance with a supply change for the ilet system, which was completed successfully, and subsequently reported a blood glucose value of 59 mg/dl with self-management underway; a follow-up call indicated recovery to 90 mg/dl and return to range. Symptoms included hypoglycemia. Outcomes included no alarms and resolution of the low glucose with user-directed corrective action. Investigation included troubleshooting and education by support personnel. Investigation of this case revealed no device malfunction reported and no identifiable device component failure, with the cause of hypoglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.